Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the first attempted lead dislodged easily, so a second lead was attempted. The second lead was too big and for unable to pass through the patient¿s narrow vein. The second lead was not implanted. The physician decided to implant the first lead and the first lead remains in use. No patient complications have been reported as a result of this event.